Event description:
It was reported that a programming wand's green light would not light up when interrogation was performed. Troubleshooting performed by the site included a battery change and cable manipulation but the issue prevailed. Furthermore regardless of the event, the programming wand would successfully interrogate. A new programming wand was given to the site and the reported wand was returned to the MFR.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.